Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:31:57. During night drain cycle eight, the patient's ultrafiltration reading was 1652ml, indicating the home patient (hp) drained 1202ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation of the device identified the issue through review of the event history logs. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.